Manufacturer narrative:
The returned valve had a large tear along the side of the delta chamber. It is unknown how or when the damage occurred. The valve did not meet the requirements for any performance testing due to the damage. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. There was proteinaceous debris observed in the interior and exterior of the valve. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when doctor performed the patency before implanting the device, he found that the device was leaking. According to the report, he used another product to complete the surgery. The report stated that the product wasn¿t used in the patient.